Event description:
Physician reported, implant rupture. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/04/2024. Additional, corrected and/or changed data: d.6a.

Event description:
Explanting physician reported right side implant rupture. Diagnosed by MRI. Subsequently, physician reported capsular contracture - baker grade ii the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported right side implant rupture. Subsequently, physician reported capsular contracture - baker grade ii the device has been explanted and replaced with another manufacturer's device.